Event description:
It was reported that the user noticed a strong smell of insulin and observed insulin leaking from the connector while the ilet displayed a blood glucose of 322 mg/dl. The user denied symptoms and, with guidance, completed a supply change using an inset site and connected the cartridge correctly, after which blood glucose trended to 301 mg/dl. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user, observation via video, and analysis of information provided by the user. Investigation of this case revealed evidence consistent with a fluid leak at the connector/coupler consistent with a leakage or seal issue. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.